Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has displayed an elective replacement indicator (eri) and has thus been explanted. The representative expressed concern regarding this device's battery longevity. It was noted that the device will be returned to guidant for analysis.